Manufacturer narrative:
One device was received with line cord missing plug, corroded quick connect, bent microswitch, front cover has multiple nicks and scratches, printed circuit board (pcb) missing light emitting diodes (leds), water tank cover cracked. Functional testing was unable to duplicate/confirm the complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the over temperature alarm was not working; found during preventive maintenance. There was no patient involvement, and no harm/adverse event was reported.